Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified.

Event description:
It was reported that the tips of jaws did not meet/ were misaligned and therefore cannot fire clip properly. It is unknown whether this was found pre-operatively or intra-operatively. They opened another unit and it worked fine. There was no adverse affect to surgery or patient.